Event description:
Intera oncology received a complaint about an intera 3000 hepatic artery infusion pump failing to bolus during or prep. The scrub nurse emptied 12 ml bacteriostatic water off the pump and was filled with 30ml high-dose heparinized saline. The special bolus needle (sbn) was attached to 10ml syringe of low-dose hep saline: scrub nurse attempted to flush as per protocol the catheter would not flush. A representative from intera oncology visually confirmed that the scrub nurse was making contact with the needle stopper; then had the scrub nurse remove the sbn from pump septum and confirm the pump was patent, scrub nurse reattempted and catheter would not flush. The backup sbn was opened, and flush was reattempted and the catheter would not flush. It was determined the best course of action was to open and prep the backup pump. No issues with backup pump preparation.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2026, intera oncology received the device for investigation. To date, the pump is under investigation. Therefore, once the investigation is complete, a supplemental report will be submitted.